Manufacturer narrative:
(B)(4). Batch# u5e489. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst45d reload was received partially fired 1/10, with the pan damaged and partially dislodged, with 6 double drivers and 6 single drivers out of position. No functional test was performed due the condition of the reload. The event reported was confirmed and it is related to improper use of the reload. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the endocutter triggered as it should, but the tissue was neither cut nor stapled. A new magazine gst45d was inserted into the same stapler and stapled and cut. Customer assumes there would have been no staples in the magazine. No patient harm nor significant delay reported, procedure finished with same like product